Event description:
It was reported that the patient underwent cervical fusion. The patient experienced chronic fatigue and low grade fevers with headaches and nausea. It was reported that the patient had experienced these symptoms since surgery. The patient was seen by an immunologist. A series of testing was performed to rule out allergic reaction to metals. The patient tested positive to some metal allergies (specific metal allergies not provided).